Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms while connected to a mobile power unit (mpu) was not able to be reproduced. The mpu (sn: (B)(6) was evaluated at the pleasanton service depot. The mpu was connected to ac power and it was operated for several days with no atypical alarms notated. During further evaluation, a deformed/bulging capacitor was observed on the power supply board and the power supply was replaced as a precaution. The mpu with the new power supply was functionally tested and passed all test steps. The mpu was returned to the customer site. The replaced power supply assembly was returned to the product performance engineering group for further analysis. Visual inspection confirmed that the power supply board had a deformed/bulging capacitor. The power supply was installed into a test mpu with a test control board. The test mpu was properly connected to an ac outlet and it powered on as expected with only green power led staying on. The mpu was connected to a test system controller and a test pump. The system operated with no active alarms. Log files were requested multiple times; however, there was no additional information or log files provided regarding the reported event. In conclusion, although the reported event was not able to be reproduced during analysis, a nonconforming capacitor on the mobile power unit power supply pcba was confirmed. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev. D and heartmate 3 instructions for use (IFU) rev c¿ describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms while connected to a mobile power unit (mpu) was not able to be reproduced. The mpu (sn: (B)(6) was evaluated at the pleasanton service depot. The mpu was connected to ac power and it was operated for several days with no atypical alarms notated. During further evaluation, a deformed/bulging capacitor was observed on the power supply board and the power supply was replaced as a precaution. The mpu with the new power supply was functionally tested and passed all test steps. The mpu was returned to the customer site. The replaced power supply assembly was returned to the product performance engineering group for further analysis. Visual inspection confirmed that the power supply board has a deformed/bulging capacitor. The power supply was installed into a test mpu with a test control board. The test mpu was properly connected to an ac outlet and it powered on as inspected with only green power led staying on. The mpu was connected to a test controller and a test pump. The system operated with no active alarms. Log files were requested multiple times; however, there was no additional information or log files provided regarding the reported event. In conclusion, although the reported event was not able to be reproduced during analysis, a deformed capacitor on the power supply board was observed and the power supply was replaced as a precaution. A manufacturing task has been opened to further investigate this issue. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev. D and heartmate 3 instructions for use (IFU), rev c¿ describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage/no external power alarms while on mobile power unit (mpu) only. The patient presented to the office two days after and the mpu had yellow wrench alarm. A new mpu was issued. Log file captured on (B)(6) 2024, low power hazard and no external power events per engineering.